Event description:
Necrotic bowel [gastrointestinal necrosis].

Manufacturer narrative:
Case reference number (B)(4) (initial) is a spontaneous report initially received from a company employee on 25-aug-2025, which concerned a 4-year-old male patient who received epicel grafts. The patient passed away due to necrotic bowel. On 07-jul-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay q2c-136 was reported as less than 0.1 - pass. The patient's medical history was not provided. The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03507, expiration date: 08-jul-2025, UDI number = (B)(4) for 79% total body surface area (tbsa) burn. On an unknown date, the patient experienced the event of necrotic bowel (pt: gastrointestinal necrosis). On (B)(6) 2025, the patient expired. The cause of death was reported to be necrotic bowel. It was unknown if the autopsy was performed. At the time of the report, no action was taken with the product. The reporter did not provide a causality assessment for the reported event. No further information was provided. Company comment: vericel assessed the event of gastrointestinal necrosis as serious (due to fatal outcome), not related and unexpected. The case qualifies as a 15-day report.